Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the safety valve. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).